Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy was reported to have illegible digits on the display. This humapen memoir burgundy was associated with product complaint (B)(4), lot 0902c02. The returned device was found to have missing segments in the dose display. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. The humapen memoir burgundy was not continued. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary. Added device return date.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy was reported to have illegible digits on the display. This humapen memoir burgundy was associated with product complaint (B)(4), lot 0902c02. The returned device was found to have missing segments in the dose display. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. The humapen memoir burgundy was not continued. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary. Added device return date. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Device specific safety summary amended to reflect improper use and storage. Changed improper use and storage to yes.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that the digits are not properly legible on the display of their memoir pen device. The device was returned for investigation (batch (B)(4), manufactured september 2009). A detailed investigation found missing dose segments in the display and a cracked lcd. The root cause of the missing dose segments was due the breakage of the lcd from an impact load to the lens while in the field. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. There is evidence of improper use or storage. The most probable cause for breakage of the lcd was a mechanical impact load to the pen while in the field. The observed damage to the device was atypical with normal use.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy was reported to have illegible digits on the display. This humapen memoir burgundy was associated with product complaint (B)(4), lot 0902c02. The status of the device was not provided. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The return of the device was anticipated. The status of the humapen memoir burgundy was not provided.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that the digits are not properly legible on the display of their memoir pen device. The device was returned for investigation (batch (B)(4), manufactured september 2009). A detailed investigation found missing dose segments in the display and a cracked lcd. The root cause of the missing dose segments was due the breakage of the lcd from an impact load to the lens while in the field. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. There is no evidence of improper use or storage.